Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing date: january 19, 2012 - supplier: synthes (B)(4) (now monument). Review of the device history records (DHR) showed that there were potential issues during the manufacture of the product that would contribute to this complaint condition. Part 319.006 / lot 6858566 contained a non-conformance report for an undersized major diameter of the thread feature on the needle component. As the complaint description notes, the needle failed. Relevance to the complaint condition cannot be determined until the product is returned for investigation. All subcomponent dhrs were reviewed and found to be without issue during the manufacturing process that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the measuring probe of a depth gauge for 2.0mm and 2.4mm screws broke apart from the rest of the instrument. The issue was discovered during the sterilization process with no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned depth gauge shows regular use during its lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was returned. This particular depth gauge is part of at least 14 technique guides, including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; the exact cause could not be identified. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The (B)(4), which is an appropriate material for an instrument component of this type. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected product investigation information: the device history record (DHR) review had noted a non-conformance report for an undersized major diameter of the thread feature on the needle component. As the complaint description notes that the needle failed, relevance to the complaint condition cannot be determined until the product is returned for investigation. All subcomponent dhrs were reviewed and found to be without issue during the manufacturing process that would contribute to this complaint condition. Upon review at customer quality (cq) with consultation from sustaining engineering subject matter expert (sme), the bending strength of an external thread element would be a function of the size of the minor diameter, not the major diameter since the minor diameter represents the worst case cross section in terms of bending strength. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.